Event description:
It was reported that the device under delivered the medication. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Lot number provided does not belong to the affected product code. Hence, expiration data and manufacturing date of the device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3: report source: updated. H6: health impact: updated. H6: event problem and evaluation codes: update not required. H10: lot number provided does not belong to the affected product code; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) ., corrected data: d7: lot number.